Event description:
It was reported that during a shoulder arthroscopy procedure, the pt was under general anesthesia and the surgical staff attempted to utilize a quantum 2 system with an ambient super turbovac 90 ifs arthrowand. The surgical staff went through two quantum 2 systems (serial numbers unk) and four ambient super turbovac 90 ifs arthrowands, however, all the wands failed to work and the controller continually gave error messages. As the pt was already under anesthesia, the physician was required to complete the procedure using a competitor's product. The issue reportedly caused a 10 min delay, no pt injuries were reported as a result of this event.

Manufacturer narrative:
Reference MFR report(s): 3006524618-2012-00751, 00753, 00754, 00755, 00756.